Event description:
It was reported that customer experienced continuous glucose monitor error and needed assistance starting sensor session. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, confirmed that error did not recur, and customer successfully started new sensor session.